Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The camera and collimator were disassembled and cleaned. Artifact still present. Discovered debris in the image intensifier. Image intensifier replaced. Artifact was no longer present. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that an artifact appeared on the image obscuring the view. There was no adverse pt involvement reported. There was no pt info reported.